Manufacturer narrative:
We have contacted initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has rec'd to date. The medical records provided for review indicate the pt underwent four parastomal hernia repairs. The surgeon's operative note from (B)(6) 2010 surgery describes a peritoneal abscess that is (B)(6) in appearance and the surgeon's office notes from (B)(6) 2011 describe culture report findings "kiebsiella pneumonia." Typically this type of bacterial infection occurs in people with weakened immune systems, many are antibiotic resistant and found as hospital acquired. Based on the anatomical location with bowel involvement where the mesh was placed and the multiple surgeries involving the bowel, it would seem likely this is how the (B)(6) presented itself. The infection presented five years post implant of the bard parastomal mesh. The operative report for surgery conducted on (B)(6) 2010 stated "all previously placed mesh removed..." However, it is unclear what mesh(es) were removed. According to initial report from the surgeon's office, the bard parastomal mesh is scheduled for explant (B)(6) 2011. Currently it is unk whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2005: arthroscopic parastomal ventral hernia repair right lateral abdomen with bard parastomal mesh. On (B)(6) 2006: repair of parastomal hernia with segmental resection of ileostomy. On (B)(6) 2010: repair of parastomal hernia with strattice biological mesh underlay. On (B)(6) 2010: exploratory laparotomy, takedown of left-sided ileostomy with repair of hernia with strattice mesh, and new ileostomy in right upper quadrant with strattice mesh reinforcement. All previously placed mesh was removed. All adhesions to right side of abdomen were taken down, including adhesions in area of previously placed mesh in right lower quadrant. On (B)(6) 2010: abdominal wall abscess with possible infected mesh/enterocutaneous fistula. Incision & drainage of peritoneal abscess, creamy pus, appearance of (B)(6). Wound packed with kerlix soaked in saline.